Event description:
It was reported that the system would not recognize the receiver cables. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The tracker assembly was replaced. The system was tested and found to be working as intended and placed back into service.